Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Device evaluation: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis all intact. Performed functional check, no problem found with downstream occlusion sensor. The reported problem was not duplicated. When a cassette was attached the pump started without issues. The downstream and upstream sensors both reacted to pressure as expected. It is unknown who or what caused the reported problem. The downstream occlusion sensor was replaced as a preventative measure. The device passed functional/delivery tests.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited "cassette not attached properly error". No patient injury reported.